Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. This resulted in the customer's blood glucose level rising above 500 mg/dl, although the exact value was unknown, just indicated as "high." The customer managed the high blood glucose by administering a correction injection via multiple daily injections. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.